Event description:
Product analysis was completed on the generator. There were no issues with the generator and it was found to accurately measure impedance values at multiple instances. The generator battery life was observed to be good.

Event description:
The physician reported that the patient's device showed low impedance and that recently the patient had an increase in seizures at pre-vns levels. The patient stated there were no falls or traumatic events that could have caused the low impedance. The physician disabled the device and referred the patient for revision surgery. No x-rays were performed at that time. The patient had a generator replacement surgery and when the surgeon connected the new generator to the lead, no low impedance was observed with multiple diagnostic tests. The patient¿s neck was rotated during each of the tests in attempt to detect low impedance however each test resulted within acceptable limits. The surgeon decided to just replace the generator and the lead was left implanted with the new generator. The generator was returned to the manufacturer however, product analysis has not occurred to date. No surgical intervention to remove the lead has occurred to date. No additional relevant information has been received to date.